Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A resolute integrity drug eluting stent was intended to be used to treat a patient. No issues were encountered when prepping and preparing the device. The lesion was pre-dilated. It is reported that a resolute integrity stent failed to cross a lesion. Upon removal of the device from the patient, the stent was noted to have damaged struts. No patient injury, issue or complication is reported.